Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hysterectomy, the needle broke off from the application device in the patient tissue, and lodged into the vaginal cuff. It was noted that the surgeon was unable to find it manually or with ultrasound. The needle was approximately 5mm to be seen on xray. The doctor stated that there are no vital structures in that area and does not believe there will be any issues it being retained. The husband of the patient was aware and the physician planned to speak with the patient.